Event description:
A report was received that the patient was experiencing inadequate pain relief following a revision procedure. Troubleshooting did not resolve the issue. The physician believes there is possible lead fracture. The patient will undergo a lead revision procedure.

Event description:
A report was received that the patient was experiencing inadequate pain relief following a revision procedure. Troubleshooting did not resolve the issue. The physician believes there is possible lead fracture. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 serial # (B)(4) description: linear st lead with preloaded enhanced stylet - 70 cm model # sc-3138-35 serial # (B)(4) description: phase iii lead extension - 35 cm.

Manufacturer narrative:
Additional information was received that the patient will be explanted due to the physician wants to perform a non-device related MRI. Additional suspect medical device components involved in the event: model # sc-1110-0,2 serial # (B)(4), description: precision implantable pulse generator (ipg). Correction: serial number (B)(4) should have been (B)(4).